Manufacturer narrative:
The event of high impedance was reported to abbott. During an ipg replacement, diagnostics showed all high impedances of the lead. The patient does not want to pursue replacement of the lead at this time due to other health issues. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's scs lead had high impedances. In turn, the patient may undergo surgical intervention to address the issue.